Event description:
Pt tested blood glucose on suspect device in morning and was 131 mg/dl. 4 hrs later while shopping, pt passed out. Emergency medical technicians were called and blood glucose was tested on their device and was 51 mg/dl. The pt was given glucose intravenously and taken to hosp. The pt was released after blood glucose readings increased.